Event description:
It was reported to medtronic neurosurgery that the cerebrospinal fluid was not flowing in the natural condition. According to the report a fracture of the lumbar catheter was identified. Reportedly, there were no adverse events to the patient.

Manufacturer narrative:
The catheter was returned in two pieces of lengths 1.5 cm and 20.5 cm respectively. The tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. There was proteinaceous debris observed on the exterior of the catheter. The instructions for use (IFU) that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears." A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100 percent inspected at the time of manufacture.